Event description:
It was reported that the log files submitted showed a no external power on (B)(6) 2022 at 6:20:22 caused by power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm captured in the log file was confirmed. Log files (event and periodic) provided by the customer were reviewed. The event log file contained data recorded from (B)(6) 2022. The information recorded on april 10 at 6:16 revealed a no external power alarm/event. The associated voltage levels indicated that the power to the mpu was briefly lost. The system continued to operate powered by the backup battery. The remaining data did not reveal any atypical events. The periodic log file contained events recorded from (B)(6) 2022. The recorded data did not add any new information regarding the reported event. A specific root cause for the no external power event was not able to be determined. The mobile power unit was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The mpu serial number was not provided. Heartmate 3 patient handbook rev d, under section ¿alarms and troubleshooting¿ explains all alarms, including ¿no externa power¿ alarm and the proper actions to take if the alarms cannot be resolved. The patient handbook, rev d, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.